Event description:
It was reported that the load fill tubing step required more insulin than expected. A supply change was performed to resolve the issue. The customer maintained that the pump was the cause of the issue. The customer reverted to manual injections for insulin therapy.